Event description:
This x-ray system had a power tray failure, and it was not possible to restart the system.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results: other - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.